Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel further reported patient allegations of unknown damages. No revision has been reported to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date of event - (B)(6) 2008. Implanted date - (B)(6) 2008. Explant date - unknown. This report is based on allegations set forth in the plaintiff's complaint, and the allegations therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty in (B)(6) 2008. Patient's legal counsel further reported a revision procedure was performed on an unknown date due to acetabular and femoral osteolysis with metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.